Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that the lamp was shutting off on the evis exera iii light source and relaying to the spare lamp. The main lamp did not ignite, but the spare lamp did work. It was noted that this was the second lamp shutting off and going to the spare lamp. Tac instructed the customer to check the scope button settings to verify if the lamp was shutting off there. Tac requested information on what was on the cart. Tac identified that the customer had an elektromedizin gmbh generator, and the esg was plugged into the cart. This could overload the cart and fail. Tac explained this to the customer and instructed customer to remove the esg from the cart and plug it into a separate outlet. The customer later reported that the issue had been resolved. This complaint is related to patient identifier:(B)(4).

Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.